Event description:
Medwatch form rec'd from user facility that states: "infusion pump was being used to infuse calcium into the pt's left lateral lower leg. Staff noted that the pt's left leg had become swollen and discolored. Infusion pump was stopped and intravenous site was discontinued." The device was reportedly set for an occlusion pressure of 1.5 psi. The infusion rate was approximately 30ml/h. The pump reportedly alarmed for occlusion. The intravenous access site was "taped in a way that the infiltrate was not visible." The infiltration resulted in a "necrotic/crater area to the leg extending to the malleolus." The site was treated with elevation, soaks and topical cream. The swelling has resolved and mobility of the leg is present, however, there was concern raised about the possibility of long term muscle and ankle residual effects. Customer risk manager states they will not know about adverse sequelae until the infant is mobile and possibly not until the age for weight bearing/walking. No additional info is available.